Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead fdc code applies to both the ens and the lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation. The caller reported that the patient had swollen ankles on monday and that the patient also had a uti all day. Patient status is unknown at the time of this report and no device malfunctions were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.